Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a blank screen and did receive a "low battery" alert less than 24 hours prior to losing power. Customer's blood glucose was 204 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube and corroded battery cap contact. Unable to test for the low battery alert or off no power due to the blank display. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.